Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow-up, post-paced t-wave oversensing was observed on the device. Abbott technical support was contacted and suspected fusion pacing to be the cause of the event. Reprogramming is anticipated to be performed at the next follow-up to resolve the event. The patient was in stable condition and will continue to be monitored.

Event description:
Additional information received indicated the physician adjusted the patient's medication to resolve the event. The patient experienced no adverse consequences.